Event description:
The customer would like to run data file investigated to determine a possible cause for the elevated wbc content in the platelet product. There was not a transfusion recipient of pt involved at the time of the residual white blood cell testing, therefore, no pt info is reasonably known at the time of the event. The disposable kit is not available for return because the kit was discarded. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. The trima accel system operated as intended. The measured wbc count of the product is within the FDA's current leukoreduction acceptance guidelines of 8.0 x 10^6 for apheresis platelet double collections. Conclusion: no failure occurred.